Manufacturer narrative:
The insulin pump was received with broken battery cap and the metal stuck inside the battery compartment, corroded battery tube, minor scratched display window, cracked reservoir tube lip and cracked belt clip slot. The insulin pump had blank display due to corroded battery tube. Analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump's battery compartment had white fluid inside. It was also reported that the battery cap crumbled. Blood glucose level a the time of the incident was 6.6 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.